Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he had a no delivery alarm on the insulin pump while troubleshooting for a beeping anomaly. Customer's blood glucose was between 250-450 mg/dl at the time of the incident. Customer used shots to treat. Customer does not want to return the set or reservoir for analysis. Customer was able to rewind and will try a different set. Customer reported a beeping anomaly in a previous call. Customer stated that the pump was beeping every 2 minutes. Customer removed the battery last night. Customer was explained that this is normal pump behavior. Customer did not clear the no delivery alarm by rewinding. Customer had a no delivery alarm and did not clear the alarm or rewind. Then, the pump started beeping and customer stopped using the pump. Customer started using shots and completed the pump rewind. Customer stated that the tubing might be clogged. Customer will try a different set.